Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On 10/30/2016, the reporter contacted animas alleging the patient¿s blood glucose ranged from 400-512 mg/dl starting on (B)(6) 2016 with moderate ketones. The reporter noted the patient did not receive any treatment above and beyond the usual routine of diabetes care and management, they remained on pump therapy, and the pump¿s settings were not recently changed. During troubleshooting, it was reported that: the pump¿s basal history and total daily dose basal history were appropriate for the programed basal rates; the bolus history matched the total daily dose bolus history; the bolus history recorded was accurate as programed; the pump was calculating recommended bolus totals correctly; the pump successfully delivered an air bolus, which was correctly recorded in the bolus history. This complaint is being reported because the reported serious injury was attributed to an alleged pump malfunction. During troubleshooting, it was determined that there were no records of the fill-cannula step being performed during the prime sequence. The patient was referred to a healthcare provider for diabetes management. This complaint is being reporter because the reported health event was attributed to an alleged malfunction of unknown cause.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12/13/2016 with the following findings: no defect was found. The last basal delivery was a 10.0u bolus on (B)(6) 2016 at 21:25. The last basal delivery was on (B)(6) 2016. The total daily doses add up correctly and reflect the users programmed basal rates. Pump passed delivery accuracy testing with no delivery defects found. Pump found to be delivering within required range and delivering accurately. A rewind, load, prime & fill cannula were successfully completed. The fill cannula step was correctly recorded in the pumps prime history. No delivery interruptions or alarms occurred during 24hr duration testing. Unable to duplicate the complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.